Event description:
During an atypical atrial fibrillation procedure in the left atrium, an aortic perforation occurred which required treatment. While performing the transseptal puncture, the aorta was punctured with the needle. This was noted on x-ray and the procedure was stopped immediately. The patient remained stable, an echocardiogram was done and the patient was continually monitored. There was no pericardium puncture. There were no performance issues with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.